Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were not reviewed, because no serial number was provided. (B)(4).

Event description:
The surgeon reported an incomplete flap during surgery. The case was aborted. Patient had blurry vision for twelve hours after attempted procedure. There was also slight superior corneal haze which has cleared.